Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that states the patient is alleging getting sick from the device-sore throat; thyroid inflammation; cough; nasal/throat irritation or soreness. There is no report of medical intervention being required. See section h6 for this updated information. Section b3 was originally incorrectly reported as (B)(6) 2021 and should have been reported as (B)(6) 2019. The patient also previously alleged particles in the tubing/chamber. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.